Manufacturer narrative:
Results: the embolization coil was detached from the pusher assembly and snared in the distal tip of the non-penumbra catheter. The proximal constraint sphere was intact on the proximal end of the embolization coil. The embolization coil had offset coil winds along its length. The embolization coil was detached; therefore, functional analysis was unable to be performed. Conclusions: evaluation of the returned podj revealed a detached embolization coil. If the embolization coil is forcefully advanced against resistance it may become detached from the pusher assembly. There were offset coil winds present along the length of the embolization coil. These offset coil winds may have contributed to resistance when manipulating the coil. Some of these offset coil winds may have come from the snaring process or packaging for return to penumbra. The pusher assembly was not returned for evaluation; therefore, the root cause of the unintentional detachment of the embolization coil could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using pod packing coils (podjs). During the procedure, the physician felt resistance while repositioning a podj within the patient after advancing through a lantern delivery microcatheter (lantern) and, consequently, the podj unintentionally detached within the lantern. Therefore, the lantern was removed with the podj inside. The procedure was completed using a new podj and the same lantern. There was no report of an adverse effect to the patient.